Event description:
It was reported by svc report that the footboard control modules were damaged and loose. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard modules.